Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. Concomitant medical products: 375cc mentor memorygel breast implant, catalog #3543757, lot #253086, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with a 200cc mentor memorygel breast implant experienced potential left sided rupture post procedure. The patient suspects that a car accident may be the cause. The breast did not seem as full as it was before. An official medical diagnosis is unknown. As a result, the patient has a replacement surgery planned for (B)(6) 2019.